Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2022-01479 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that while using the bd phoenix¿ m50 automated microbiology system that there was a performance issue. The following information was provided by the initial reporter: customer is reporting that meropenem is not available (completely blacked out with no interpretation or mic available) from the phoenix ast panel for achromobacter (alcaligenes) xylosoxidans ssp xylosoxidans. The organism is ided from bruker maldi. Customer is inquiring of this may have caused the issue.

Manufacturer narrative:
H.6 investigation summary: a results failure was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6). The customer reported that meropenem is not available (completely blacked out with no interpretation) from the phoenix ast panel for achromobacter (alcaligenes) xylosoxidans ssp xylosoxidans. Bd remote services advised customer that this issue is a limitation of the phoenix system, customer will have to perform additional testing as per their lab's procedure if they wish to report these drugs. This complaint is for antibiotics that were not reported for a particular microbial. The complaint states the system worked as intended. No erroneous results were noted in the unit. The root cause of this failure mode is not known. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review for this instrument was completed and revealed no previous complaints related to results. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using the bd phoenix¿ m50 automated microbiology system that there was a performance issue. The following information was provided by the initial reporter: customer is reporting that meropenem is not available (completely blacked out with no interpretation or mic available) from the phoenix ast panel for achromobacter (alcaligenes) xylosoxidans ssp xylosoxidans. The organism is ided from bruker maldi. Customer is inquiring of this may have caused the issue.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Common device name: system, test, automated antimicrobial susceptibility, short incubation.

Event description:
It was reported that while using the bd phoenix¿ m50 automated microbiology system that there was a performance issue. The following information was provided by the initial reporter: customer is reporting that meropenem is not available (completely blacked out with no interpretation or mic available) from the phoenix ast panel for achromobacter (alcaligenes) xylosoxidans ssp xylosoxidans. The organism is ided from bruker maldi. Customer is inquiring of this may have caused the issue.